Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 60 mmh2o. The valve was visually inspected: needle holes over the needle guard were noted. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes over the needle guard. The catheters were irrigated; no occlusions were noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3111, with lot cvkbgk, conformed to the specifications when released to stock in 13th september 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient via vp-shunt (doi is unknown, initial setting was 120 mm h2o). After the implantation, the patient complained light-headedness. Additionally, the patient remained in a ventricular enlargement and a hydrocephalus. The surgeon performed x-ray angiography, however no obstruction was found. Then, the surgeon changed the pressure setting to improve the shunt flow, however, the patient¿s condition was not improved. The revision surgery was performed via lp-shunt (part number is ns9008, initial setting is unknown) on (B)(6) 2017. No further information was provided by hospital.